Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 06/17/2015. Electrode belt: 10/13/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 5:00am. The patient was at home and with a family member at the time of passing. It was reported that the system was alarming for bystanders to stand back and to call the doctor. It was reported that the patient's passing was due to congestive heart failure. The patient's daughter reported calling emergency services and reported that medical professionals attempted resuscitation, but were unsuccessful. Review of the download data, indicates the patient received one inappropriate shock in response to supraventricular tachycardia (svt). The patient was in svt at 170 bpm with motion artifact at the time of the inappropriate treatment shock at 05:06:12. The patient's post shock rhythm was also svt at 170 bpm with motion artifact. A non-treatable rhythm was declared at 05:07:01. Asystole was detected four times from 05:20:36 to 05:29:06. ECG shows sinus bradycardia from 30 bpm to 60 bpm degrading to asystole with intermittent cardiac activity. The rhythm then degrades to asystole with CPR/motion artifact. The patient was in asystole with CPR/motion artifact at the time of the electrode belt disconnection at 05:30:08 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 5:00am.